Manufacturer narrative:
Concomitant medical products: 200sh18 tissue valve, implant date: (B)(6) 2012; unknown ipg (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high thresholds and insulation damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.